Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting high out of range shock impedance measurements, measuring 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.